Event description:
The patient was implanted with the bacfix thoracolumbar fixation sysrem in 2002 using ti flexible angle pedicle screws in l4-l5 and 5.5mm ti rods. Three day post-op x-rays showed that the rod had come out of the right l4 screw and rotated medially, the intervertebral cages had migrated, and there was significant collapse of the superior endplate of l5. The hardware was explanted seventeen days later and the patient was revised with pedicle screws and rods in l3-s1.